Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues connecting the sensor to the infusion set. Customer was getting confused and emotional. Customer's blood glucose level was 41 mg/dl at 10:04 pm. Customer drank orange juice and her blood glucose level was at 47 mg/dl. Customer rechecked her blood glucose level after drinking a glucose liquid from the pharmacy and it was 53 mg/dl. Customer was advised that the sensor does not connect to the infusion set. Customer's blood glucose level came up to 80 mg/dl by the end of the call. Customer decided to go to bed and troubleshoot the issue at a later time. No further assistance needed.